Event description:
The customer reported that 20 mins after connecting a smartsite the pt complained that their bandage was wet. When the nurse examined the smartsite she noted that it had been leaking. When she flushed it, fluid leaked from a crack on the side of the valve. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.